Manufacturer narrative:
No product was returned and the logs available on constellation do not cover the occurrence day of the complaint. No logs were uploaded to salesforce and limited clinical details were provided. The root cause of the saturated flow was unable to be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that during impella placement, the min and max flow rates were matching and too high for the pump speed level the device was set on. It is unknown how the complication was managed or if hemostasis was achieved. The procedural outcome is unknown.